Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one severely bent grip, causing misalignment of the grip-tips. There was a 0.36 mm offset at the tips. A clip can be properly loaded into the clip groove of the grip-tip. The grips were not found to have cracking damage. Additionally, the instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip. A clip could be properly loaded into the clip groove of the grip tips. On the first actuation, the clip was formed but the grip tips did not separate due to incomplete release from one grip. On the second actuation, the instrument was unable to properly close and form the clip. The complaint regarding tips were getting stuck and there were difficult to release off vessel was confirmed by failure analysis. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality.

Event description:
It was reported that during a da vinci assisted surgical procedure, the tips of the medium large clip applier instrument were not matching and getting stuck and that made the clip difficult to get off the vessel. The procedure was completed with no reported injury. Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information: during the procedure, the issue occurred while the surgeon was attempting to clamp a vessel or tissue bundle with the clip applier. The surgeon also experienced unexpected instrument motion, with the clip applier jaw swaying to the side while attempting to place a clip. The event occurred on the second clip application. To resolve the issue, the surgical team removed the clip applier from the field and replaced it with a new instrument from stock. The defective instrument was sent to the shipping department.